Event description:
It was reported that the patient has a spinalpak device for a cervical fusion and it causes him to get a terrible headache. The sales representative instructed him not to wear it until we have addressed the issue further. It was later reported that the patient stated the device was worn once had a terrible headache and has not worn the device since. The patient stated that the pain level was a ten out of ten. The patient contacted the doctor and is waiting for a call back. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient has a spinalpak device for a cervical fusion and it causes him to get a terrible headache. The sales representative instructed him not to wear it until we have addressed the issue further. It was later reported that the patient stated the device was worn once had a terrible headache and has not worn the device since. The patient stated that the pain level was a ten out of ten. The patient contacted the doctor and is waiting for a call back. No additional information has been received at this time.